Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat lower back pain. On (B)(6) 2024 a surgical revision was performed to replace the implantable pulse generator (ipg) after it migrated away from the original implant location (see MDR 3015425075-2024-00280). The system was then in use for more than a year when impedance issues were discovered. On (B)(6) 2025 a second surgical revision was performed to remove all implanted components and place a new ipg and leads so that the patient could move forward with a planned MRI scan.

Manufacturer narrative:
Although there are no reports of any events leading up to the discovery of impedance issues, the most likely cause of the symptoms is a fracture of one of the implanted components. The explanted components were not retained for return to the firm and thus no further investigation was able to be performed to draw any conclusive determination as to the cause of the impedance issues.